Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that the patient experienced an ischemic stroke. In (B)(6) 2017, a 24mm watchman ® laa closure device & delivery system was successfully implanted during an laa closure procedure. At the patients 45-day follow-up their echocardiogram showed no changes to the seal of the device. Plavix and warfarin were discontinued. On (B)(6) 2018, the patient experienced an ischemic stroke, it was noted that a transesophageal echocardiogram (tee) was not performed. The patient was discharged home and doing ok. The patient will require rehabilitation for right eye visual impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was further report that the patient's vision has improved. They're currently still attending speech therapy and are doing well.